Manufacturer narrative:
No product has been returned for evaluation nor were radiographs provided to confirm the reported event. Potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." No product returned for evaluation.

Event description:
On (B)(6) 2017, a patient had a posterior fixation procedure at l3 to s1 levels without any reported issues. On (B)(6) 2017 during follow up, radiographs showed the two top pedicle screws had backed out. On (B)(6) 2017 a revision procedure was performed replacing the two screws and extending the construct to l2 level with no recorded issues or patient injury.